Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the three (3) provided intraoperative photos were reviewed and appear to show the device anchors attached to the device. However, the photos do not provided insight into the root cause of the reported event. The patient impact beyond the reported is not anticipated as it has been reported, ¿the patient is stable," and no further complications were reported. The procedure was successfully completed without a surgical delay using a back-up device in an additional bone hole. Therefore, no further clinical/medical assessment can be rendered. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on g4 and h6 (health effect - clinical code).

Event description:
It was reported that during a shoulder arthroscopy procedure, a hole was made and the q-fix anchor was inserted without problems by turning the inserter so that the anchor knot was be made. The doctor realized that it did not come out completely even though he was already marking the stop, he removed the inserter and when he pulled the sutures, the knot made by the anchor comes with them, realizing that in effect the inserter had not risen as the anchor that had been put in before. The procedure was successfully completed with no surgical delay using a back-up device in an additional bone hole. No further complications were reported, patient status is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).